Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Although the reported event was confirmed, the observed deposition did not appear to cause a device related issue. The pump was returned with the percutaneous lead cut approximately 10" from the pump housing and the severed portion was not returned. The sealed inflow conduit was returned but had been detached from the pump and cut open. The sealed outflow graft was returned secured to the outlet elbow and the elbow had been detached from the pump outlet port. Examination of the inlet elbow found a small, white deposition on the distal edge of the textured surface. The deposition was well adhered and did not appear large enough to obstruct flow through the pump. A small strand of white deposition was found loosely seated on the proximal edge of one of the inlet stator blades. The deposition was not epoxy or silicone and was biological in origin. No silicone or adhesives are used at the inlet elbow/inlet stator connection. The deposition was not adhered to any of the pump surfaces and did not appear large enough to obstruct flow through the pump. Although the origins could not be conclusively determined, the deposition did not appear to have been present for a prolonged period of time. Samples were sent to an outside lab for histology. The samples from the inlet elbow were fibrin clots. The lack of organization by fibroblasts and minimal fibrin exudate suggested an acute origin. The sample from the proximal edge of the inlet stator was determined to be a clot comprised of fragmented red blood cells, serum proteins, and fibrin. No foreign or manufactured material was identified. It could not be determined if the clot from the inlet elbow predated or contributed to the inlet stator deposition. Both appeared to be acute and of similar age. No organisms were seen with gram's stain. No damage or defect was found with the inlet stator and no additional deposition was found on the downstream side of the stator. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that after explant of the lvad pump following transplant, an analysis of the pump revealed the presence of pump thrombosis.